Event description:
It was reported by service report that the scale was not working. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Load cell out of calibration and scale needed to be zeroed.